Event description:
Reference number (B)(4). Event occurred in the united states. On 21-aug-2024, it was reported that the patient faced infusion set tubing detached from connector and there was a gap of air in the tubing. Which cause the patient blood glucose levels was elevated to high, therefore patient changed site. The infusion set was in use roughly for 6 hours. The patient also had ketones which were life threatening. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6004211 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and (wi) guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static test 1 according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004211 was manufactured according to the (wi) version 108 manufactured in the inset 9, on 11/nov/2023, with a total of (B)(4) units. The gluing tube lot 3k05500 was manufactured according to the (wi) version 57 manufactured in the line sc03, on 05/nov/2023, with a total of (B)(4) units. The gluing tube lot 3l02284 was manufactured according to the (wi) version 57 manufactured in the line sc03, on 14/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jul/2023 against malfunction code tubing detached from tubing-tubing connector and lot 6008255 and no other complaints have been registered in database for the same lot 6008255 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.